Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer that the external pulse generator (epg) displayed an error code at boot-up. It was explained to the customer that the error may have been due to interrupting the self-test upon start-up by pressing a key. It was recommended that the battery be removed to reset the epg and turn the device on again. The epg was restored to service and remains in use. There was no patient involvement.